Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. The photographic imaging inspection revealed some broken electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was obtained intermittently at all spacing after temperature exposure. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspections noted silver migration across and between some electrical components. This device had moisture that exceeded the residual gas analysis test. The source of the problem was a feedthru hermiticity issue from one feedthru vendor. Feedthru assemblies from this vendor are no longer used. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.